Manufacturer narrative:
Concomitant medical product. Other relevant device(s) are: product ID: 9735638. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. The axiem was not communicating. Upon doing the proper boot sequence, the issue was resolved. No patient was present at the time of the event.